Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed (B)(4) and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ sharps collector was missing its label.

Manufacturer narrative:
H.6. Investigation summary: no samples or pictures were received. Three attempts to get more information or pictures were made, however in none of the cases additional information were provided. DHR review process was not performed due to the lot number was unknown. According with this investigation a lack of label is a failure mode related to manufacturing process, due to no samples or pictures were provided a review of customer complaint records was performed; according with the cc¿s records, an additional complaint was received through the last twelve months for the same part number and issue, where it was concluded that improvements opportunities were detected within the manufacturing process. For this reason, an automatic device intended to detect lack of label as well to reject the pieces out of the conveyor was installed in order to avoid or reduce the recurrences. Additionally, manufacturing process instructions (mpi) was updated and all personnel involve were trained in this new process, the implementation was completed since 05/22/2018. However, the lot number it was not provided to determine if this issue come up before or after improvement action implementation.

Event description:
It was reported that the bd¿ sharps collector was missing its label.